Event description:
It was reported that the keyboard door was broken, and the programmer rf (radio-frequency) head pad was gone. The programmer and rf head were returned for repair and test/calibration. The programmer was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the keyboard was missing screws and was pulling apart. It was also noted that the electrocardiogram (ECG) had cracked solder joints and the screen would not stay in place. (B)(4).